Event description:
It was reported that during a t2 gtn surgery, the drill bit broke while the surgeon was drilling the distal screw hole of the nail. It was also reported that an additional incision was required to the medial to remove the broken drill bit. It was further reported that there was no delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The radiolucent drill bit subject to this event was not returned to the manufacturer for evaluation. However, it was reported that the drill bit may have been twisted during use which could potentially cause the bit to break. Investigation results indicate that this may be use error, but this cannot be confirmed.

Event description:
It was reported that during a t2 gtn surgery, the drill bit broke while the surgeon was drilling the distal screw hole of the nail. It was also reported that an additional incision was required to the medial to remove the broken drill bit. It was further reported that there was no delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Lot number - the lot number for this event may also be 15075017, expiry date mar 1st 2018, manufacture date mar 16th 2015. Device discarded.